Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had unresponsive buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 49 mg/dl at the time of the incident. The customer stated that there was no significant event leading to the keypad issues and that the clock on the insulin pump advanced when observed for one minute. Troubleshooting for pump exposed to fluid was performed. The customer reported that the type of fluid/moisture exposure to the insulin pump was sweat from keeping it in their pocket. The customer also reported that the insulin pump was exposed to fluid in the past with no moisture visible. Alarm history could not be reviewed due to the button error. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer treated with juice and their blood glucose level was 200 mg/dl to 230 mg/dl the morning of the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. We were unable to perform functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to unresponsive buttons. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.